Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline after server upgrade to v1.11. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was device to server synchronization was failed. A technical support specialist (tss) escalated the issue to product support engineer (pse), and knowledge article, device disappeared from server application, was identified as the appropriate reference. Review showed that the es server contained correct information, but the device was missing the two most recent dispensing device snapshot records, likely due to a network communication issue or a reboot during a server update. Pse ended the current server record and applied the solution script from knowledge article step 9 to both the server and client databases while the data sync service was disabled. After data sync was re enabled, the device data synchronized correctly, a verification update was completed from the server ui, and temporary changes were removed, restoring normal station operation. The system functioned as intended after the product support engineer troubleshot the device.